Manufacturer narrative:
Reported event: an event regarding a fractured ceramic head was reported. Through the event shell malposition was confirmed through the medical review. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded that "cup malposition in absent anteversion has contributed to risk of impingement and/or subluxation thereby causing overload with peak contact forces in the ceramic articulation ending in a ceramic femoral head fracture" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "cup malposition in absent anteversion has contributed to risk of impingement and/or subluxation thereby causing overload with peak contact forces in the ceramic articulation ending in a ceramic femoral head fracture". There was no evidence of a device related issue through the medical review. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
The surgeon reported that the alumina head had shattered and the patient requires revision surgery to the right side. During investigation of this event it was determined that the shell malposition contributed to the reported event.